Event description:
Patient was returning to room after having procedure. Nurse plugged patient's 2 bed cords into a 4-outlet red/emergency receptacle. Upon plugging in cords a large fireball emerged from outlet. Nothing caught fire, but bed cables damaged. Patient removed from bed and maintenance called to respond. They unplugged bed and it was removed from service. New bed obtained and patient moved to room another room while electrical looked at; 4-outlet receptacle replaced by maintenance. No harm to patient. FDA safety report ID# (B)(4).